Event description:
The user facility reported a 73-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella migrated to the aorta during a code blue in ICU. All attempts for repositioning were unsuccessful. The patient was brought to the cath lab and the impella cp was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was not returned for investigation. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related.